Event description:
The technician found the bed during preventative maintenance with a note stating the bed exit would not set. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the bed exit functions as designed, user error. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. The technician in-serviced the account on how to use the bed exit feature to resolve the issue. Based on this information, no further action is required.